Manufacturer narrative:
Investigation summary: "material #: 365076. Lot/batch #: 4057366. Bd received 1 used sample and 1 photo for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for leakage was observed as blood was found in the tube holder. The sleeve of the sample is fully recovered with no visible defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, blood leaked from the non-patient end of the device into the attached blood collection tube holder. No adverse impact to patients or users was reported.